Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery and e70 error alarm was confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No erase settings noted during testing. The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump had corroded battery tube, cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and lost the settings. The blood glucose reading was 130 mg/dl. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.